Event description:
Two hca's were in a transfer process of a pt from her bed to the wheelchair with a medi-lift floor lift. They attempted a side approach into the wheelchair when the pt became uncharacteristically agitated when over the wheelchair. Pt grabbed onto the overhead bar and the base of the lift began to move. The legs of the lift went into a narrow position and the lift tipped toward the side. The bar hit one of the hca's in the head and the pt was guided safely into the wheelchair. No injuries were sustained by the pt. The staff took a couple of days off and went back to work. No info about possible treatment received was released.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh (B)(4). A complete investigation was performed by the MFR, including a review of the trend of similar problem, history of the product involved and previous investigations. There is a trend of about (B)(4) similar events in average by year, so the occurrence rate appears to be very low when compared to the estimated 17,500 installed bases of similar devices on the worldwide market. It can also be noticed that the number of incidents has been declining since 2009. The device history record could not be reviewed since it was unavailable, but no relevant info was found when reviewing the history of this and similar product. Based on knowledge of this type of product and previous investigation, a lift tipping could occur due to different reasons while handling the device. These hypotheses have been evaluated regarding the info provided by the facility and the facts gathered by the arjohuntleigh technician during the on-site visit (the technician is a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR). One of these hypotheses, the application on the castor's' brakes while transferring the pt, cannot be invalidated due to lack of info. In addition, it was reported that when over the wheelchair, the pt became uncharacteristically agitated during the transfer, grabbed the spreader bar, and the lift began to move. This appears to be plausible if the pt pulled himself upwards with his arms, causing a swinging motion of his weight and an imbalance of the weight in the floor lift. Since the chair and pt were sideways in relation to the floor lift, this would have caused a sideways swing, which resulted in the lift moving, the legs closing and the lift tipping sideways. The legs most likely closed due to an obstruction which was hit after the lift moved. It cannot be concluded if the pt's condition was evaluated and deemed adequate before the event. Even though the cause of this cannot be assessed with certainty, improving the pt's comfort and confidence could have prevented the pt from attempting to pull himself up. Not ensuring the pt's comfort or confidence is related to a user error. However, it cannot be confirmed if the problem is related to a lack of training. To prevent recurrence of similar events, the MFR recommends that the involved personnel be trained on skills to ensure the pt's comfort and safety. Typical good pt transfers recommendations are: the attendant should always tell the pt what they are going to do. When possible, position the pt to face the attendant, as a measure of confidence and dignity for the pt. Sling application is important for the pt's comfort. Choose whichever loop combination gives the most comfortable suspension angle for the pt, bearing in mind the pt's ability to support themselves. To improve pt's comfort, smooth out any wrinkles under the thighs and smooth out any bunching under the body. When applying the sling, pull the bottom edge of sling fully under the thigh, but not in contact with the area behind the knee to improve comfort. This list combines recommendation lists within one of arjohuntleigh's passive sling IFU's (001.03680) and some that are listed within other arjohuntleigh passive lift IFU's.